Event description:
The user facility reported that during a patient procedure the cosgrove flex clamp broke at the connection between the handle and arm to the clamp subsequently causing multiple beads to fall off. The procedure was completed successfully following a short delay. No report of injury.

Manufacturer narrative:
The cosgrove flex clamp was returned for evaluation and confirmed the device had broken into two pieces. It was also confirmed that five segmented beads were returned loose and the remaining 27 beads remained on the cable wire. The device also exhibited extensive wear, including discoloration, surface fading and scratches. The instructions for use states, "the cosgrove flex clamp should be inspected carefully prior to each use and during the cleaning procedure for any signs of unusual wear, cracking or corrosion. Inspect internal cable in between each bead for kinking, fraying or any damage to the cable (figure 2). Microscopic cracks may be detected by the appearance of rust on the instrument. Should any irregularity be noted, do not use." The cosgrove flex clamp subject of the reported event, was manufactured in 2007, making it approximately 19 years old. The device history record was reviewed and confirmed the device was manufactured to specification; no abnormalities were noted.